Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were broken and needed to be replaced. A field service engineer found that the rails on drawer 6.1 were completely damaged and the rails on drawer 6.2 were straightened, the retractor band cable to the drawer was replaced, and the open and close sensor was also replaced due to damage. Drawer 6.1 was not repairable because of the damaged rails, so it was left unplugged, and replaced the half height drawer on the station with damaged rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rails of main drawers 6.1 and 6.2 were broken and need to be replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.